Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller received a letter from device registration and stated they spoke with prs and the prs agent said patient services could give info how to get the device reactivated because it had been dead for 5 years. Pt said it was around 2018-2019. Pt said the battery only lasted for about 6 years. Redirected to hcp. Pt did not have any managing hcp. Pt was not able to complete the update online for their ID card because they did not have a managing hcp.